Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed through device analysis. The probable cause was the unit was damaged by contamination. Replaced air sensor, downstream occlusion (dso) sensor and seal, cam sensor, motor and printed wiring assembly (pwa). The device passed all functional testing after the repairs. Product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had an error 41622. Occurred during testing. There was no patient involvement.